Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potential relevant finding. However, since no sample was returned, the complaint cannot be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the ars (syringe) leaked during use.